Event description:
On (B)(6) 2012, it was reported that the patient has had aceton +++ several times. On (B)(6) 2012, she went to the hospital with ketoacidosis. She stayed in the hospital until (B)(6) 2012. The patient is now experiencing unexpected elevated blood glucose levels and has lost confidence in the accuracy of insulin delivery of the infusion device. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.